Event description:
Both the left anterior descending (lad) and circumflex arteries were wired, the proximal lad and proximal circumflex arteries had been stented prior to the incident. A 5.0 x 8 nc balloon was inflated to burst; recommendation to 18 atmospheres, while a second balloon was inflated at the same time (4.0 x 12 mm) was inflated to 18 atm as well, and the patient experienced hypotension and the balloons were deflated. The contrast shot following the balloon deflations showed left main (lm) vessel perforation or dissection. Following this finding, both balloons were inflated again, but both balloons were taken to 12 atm. Following this tamponading effect by both balloons, the perforation / dissection of the lm seemed to resolve as the staining had significantly decreased, and the following shots taken the contrast even seemed to no longer be outside the vessel.